Event description:
A report was received that the patient's pocket site did not clot and was soaked through overnight after the revision procedure (MFR report #: 3006630150-2015-01009). The patient was taken back to the operating room for re-suturing of the pocket incision. The patient was reportedly doing well postoperatively.